Event description:
It was reported that the patient experienced tachycardia. The device was reprogrammed and remains in use. It was also reported that healthcare professional (hcp) stated they had recently updated the mobile tablet and since then the wireless fidelity (wi-fi) was not connected and cannot get the transmissions. Their hospital information technology (it) had blocked wi-fi and the remote monitoring mobile application from sending the transmission. Hcp stated they can interrogate the device but unable to send the transmission as they were unable to connect to wi-fi. Hcp requested for local representative for in person check as the reported patient heart rate (hr) was fast. Hcp stated they changed the settings on the device and wondering if that has something with hr. Warm transferred to national answering service (nas) for further assistance. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.